Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. Upon inspection and testing, no foreign material was observed in the channel. Other observations are: there was no leakage; the leak check label did not discolor. The image too is normal. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use for an unknown procedure, the device channel was found to be clogged with foreign material. The set up was done with another device and the intended procedure was completed with no more than 15 minutes delay. There is no patient involvement as the patient was not under anesthesia and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reprocessing method at the facility likely differed from the instructions for use (IFU) recommendation, though the issue was not reproduced. A definitive root cause cannot be identified. There is no information for obvious misuse. IFU specifies about precleaning to be performed immediately after procedure at ¿reprocessing manual:precleaning the endoscope and accessories¿ as below: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor the field performance of this device.